Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, ¿per rn report: pt was currently on a propofol drip at 30 (15 ml) an hour. The tubing needs to be changed every 12 hours and that time was almost up. Rn to change the tubing. After tubing was primed, tubing hooked into pump, dosing set up, and rn clicked restart. After about 10 seconds, patient¿s blood pressure began to drop, (as low as 70¿s over 30s). Pt was already hooked up to a rate of fluids so nurse immediately turned it into a bolus. Rn looked up at propofol and realized the pump was running it as a kvo. Rn quickly clamped the propofol. Pt laid into a flat supine position, and the bed was gouched for the legs to return blood to the heart. The rn sternal rubbed the patient to help raise the patient¿s blood pressure. Pressure stabilizing at 80's/40's. Rn then realized that even though propofol was clamped, the pump didn¿t even realize this and kept ¿running¿ as if the propofol was open and correct dosage was being administered. The rn called for the charge to help set a new pump up and salvage the problem. Pt blood pressure steadily rising to 100¿s/50¿s. Charge and rn and bedside rn switched all of the patient¿s tubing (fent, plyte, prop,) to new pump and new propofol was primed and hung. All drips were then working correctly and pt able to rest comfortably with normal bp in the 120¿s/70¿s. Biomed investigation: per biomed report: pump in use. Rn noticed that propofol appeared to be running more quickly than rate programmed into pump. Propofol stopped/clamped. Pt¿s bp did drop as a result. Pump also would not alarm or stop running when tubing is clamped. Ran a test infusion of 50 ml@ 200 ml/hr. Infusion ended on schedule and appeared to be accurate. (See attached picture). Pump also registered change in pressure when I clamped the tube after the infusion finished. No alarm because it was not actively infusing, but scrolling display changed to ¿clamped.¿ rate accuracy prior to rate calibration: 11.81 ml (-1.58%, tolerance is +/-3.4%); rate accuracy after calibration: 12.01 ml (+0.083%); patient side occlusion: 11.27 psi (+10.5%, tolerance +/-24.5%); pump functioning properly." " "plyte" was confirmed with the nurse to mean plasmalyte.